Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized for bleeding. Patient was admitted to the hospital for low hematocrit and hemoglobin of 8.3 and 27.8. Patient normally has a hemoglobin level of 16. Patient reported weakness, fatigue and dyspnea for the last week. Patient also reported dark stools for 3 days. Patient was given IV protonix and was transfused 2 units packed red blood cells on (B)(6) 2020. Patient had an egd on (B)(6) 2020 that was negative for bleeding. Patient then had a colonoscopy on (B)(6) 2020 that was also negative for bleeding. Patient was found to have an iron deficiency, anemia and was given 2 doses of IV iron. Aspirin dosage was decreased to 81 mg daily. Patient was discharge to home in stable condition on (B)(6) 2020.